Event description:
It was reported that customer's insulin pump alarmed button error. There is frequently no or intermittent response by the esc and act button. The insulin pump was not dropped or exposed to moisture. The battery was taken out of the guardian monitor for thirty minutes. The insulin pump alarmed, but it could not be confirmed. Customer's blood glucose was unknown. Customer was advised the insulin pump needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.